Manufacturer narrative:
Concomiatant medical products: product ID 8709sc, serial#: (B)(4) implanted: (B)(6) 2010, explanted: (B)(6) 2021,product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 3 mg/day) via an implanted pump. It was reported that the patient had excessive fluid inthe pump pocket. The onset date was unknown. Clear fluid was aspirated from the pocket and the pocket filled back up with fluid. The physician diagnosed a csf (cerebrospinal fluid) leak. There were no environmental, external, or patient factors that may have led or contributed to the issue. The catheter was replaced. The old catheter was partially explanted, and the remainder was tied off with a purse string around the site. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event.